Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during percutaneous coronary intervention, the device was unable to cross the lesion. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. The lesion was predilated and the 2.5x16mm promus element stent was advanced but was unable to cross the lesion. The procedure was completed with another 2.5x16mm promus element stent. There were no patient complications reported and the patient status is stable. However; returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - a visual and microscopic examination identified distal stent damage. A strut on the first row on the distal end of the stent was raised up. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).